Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case silicon seal was damaged. A review of the event history log identified critical data block background test. During functional testing using the flow and occlusion test, the reported issue of critical data block background test was unable to be verified. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main board as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a critical data block background test. No patient injury was reported.